Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the refrigerator wasn¿t being detected. A field service engineer (fse) had remoted in and had rebooted the station, then had called back, and another nurse had said that it was working. The refrigerator no longer appeared as failed. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the door was failed and required maintenance. The user attempted to recover storage space, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.